Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had blood glucose levels up to hi on the meter (over 600 mg/dl). The reporter indicated that the patient¿s blood glucose levels were elevated for 2 days requiring insulin injections to bring the blood glucose down. The reporter indicated that the infusion set was changed out without resolving the issue. The pump was not available at the time of the call to troubleshoot the event. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: during investigation, a review of the pump history showed the last bolus delivery was on (B)(6) 2013 and the last basal delivery was on (B)(6) 2013. The total daily doses added up correctly and reflected the programmed basal rate. The history showed only typical usage; no alarms outside the range of normal patient use were observed. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during testing. The inaccurate delivery issue was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.